Event description:
It was reported that during an unknown procedure, the device jammed and failed to open. The device was not on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.